Event description:
It was reported, the patient never had therapeutic effect. It was noted, the patient still had urgency and frequency. It was reported, the patient had experienced retention prior. It was noted, the patient had constipation and excess gas. It was reported, the patient had chest pain three weeks prior to the call that moved lower at the end of the day. It was noted, the patient had back problems and pain. Additional information reported that the patient ¿s stomach was hurting and cramping the day of reported event. The patient thinks the gas was causing it. The patient also mentioned their back was hurting all the time. Additional information received reported the patient do not have concerns with their device or therapy. It was reported seven days before reported event date that the patient had to have their device taken out.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-28, lot# va0e03x, implanted: 2013 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va0e03x, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead.

Event description:
Additional information received noted that the device system was explanted on (B)(6) 2014. Regarding if there was a 50% or greater symptom reduction, it was noted: "no". Regarding was stimulation ever felt while the device was implanted, it was noted: "yes". Regarding was this issue resolved, it was noted: "no". Regarding intervention, it was noted: "device removed". Regarding the patient outcome/status, it was noted: patient's gas symptoms resolved." See also manufacturer's report # 3004209178-2014-07602.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had the implantable neurostimulator (ins) removed on (B)(6) 2014 because it did not work for her. Since then, the patient still experienced swelling and "hurting" in her hands and feet. The swelling was stated to have started on day of explant. It was also stated that the "hurting felt kind of like arthritis." The patient experienced the pain for "a while" but it had gotten worse in the past couple months. The patient did not experience the swelling or pain prior to implant. It was noted that the patient did not have any problems where the implant was previously located.